Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but there was difficulty experienced in rotating, positioning and deploying all four clips. The tech noted a lot of resistance when trying to rotate the clip with whipping of the clip once it started to rotate making positioning very difficult. When the clip was attempted to be released onto tissue, the clip was not deploying correctly and had a very difficult time getting it to release. Reportedly, the physician straightened the scope to try and improve the clip rotation and deployment and the clip eventually released onto tissue. The same issue happened with the second, third and fourth clips. The procedure was completed with multiple resolution 360 clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.